Manufacturer narrative:
Conclusion code updated to d14 based on failure analysis findings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was installed onto a golden system and functioned as expected. The front bezel is in decent condition. There was no significant scratches or dents. The iesu will be returned to the original equipment manufacturer. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the nurse reported to technical service engineer (tse) that they keep getting an error message on the erbe when using their fenestrated bipolar forceps instrument installed on universal surgical manipulator (usm) arm 2. The system logs showed error 25920 pointing to the instrument or energy cord connected to the lower bipolar port. The customer confirmed the energy cord is connected to the lower bipolar port. The customer replaced the instrument however the issue persisted. The customer replaced the energy cord but was not able to test the erbe/instrument again during the call. The procedure was completed as planned with no reported injury.